Event description:
On (B)(6) 2006, this pt underwent endovascular repair of a 7 cm abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2010, this pt presented to the emergency room with abdominal pain. The pt was taken to the operating room, where angiography revealed a type ii endoleak, originating from an accessory vessel branching off of the right internal iliac artery. The physician placed fifteen 6 mm x 3 cm micro coils in the aneurysm sac, and injected a pro-coagulant into the aneurysm sac. Coils were also placed in the accessory vessel communicating with the aneurysm. The pt is doing well.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices used in original procedure: pxc181400/(B)(4). Pxc181200/(B)(4).